Manufacturer narrative:
Despite efforts, no additional information could be obtained. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pace impedance measurements in addition to high pacing thresholds; a lead fracture was suspected though not confirmed. The pacing configuration of the lv lead was reprogrammed. No further intervention has been performed or planned. No adverse patient effects were reported. This lead remains in service.